Event description:
It was observed that during the device evaluation, there are horizontal stripes on the image due to broken cable. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was evaluated. The device evaluation found broken cable causing horizontal stripes. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the investigation results, no nonconformances were found related to this complaint. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Per instruction for use (IFU), it states, ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor complaints about this device.